Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, during laparoscopic inguinal hernia surgery, when the hernia area was dissected. The protack product staple, which was opened, could not hold on to the tissue and fell into the hernia area, and the same problem was experienced in another 3 products that were opened. Fixation was done with polypropylene sutures because the staples penetrated into the tissue and mesh fixation did not occur. There was no patient injury.